Event description:
Ventriculoperitoneal shunt malfunction, operative report indicates several pieces of phlegmon was in valve mechanism. What was the original intended procedure. Shunt placement.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.